Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose meter. Customer reported receiving readings of 20 mg/dl and 156 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. All results were within range specifications and no errors were observed. The reported results were located in the meter's internal memory log.